Event description:
Edwards received information that a (B)(6) female patient with a 25mm pericardial aortic valve was treated with valve-in-valve procedure through a clinical trial due to stenosis and trivial regurgitation of the pericardial valve. The implant duration was approximately 12 years, 4 months. The patient was reported to be in stable condition post-procedure.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to confirm the reported stenosis. A root cause for the reported event could not be determined. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.